Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed to charge the internal battery. The device was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery failing to charge was do to extensive physical damage to the machine. This damage also caused open conditions and shorted conditions to the system board and daughter board.